Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr) in multiple episodes. It was noted that in the most recent episode, after two atp therapies and a shock was delivered, the rhythm spontaneously accelerated to the ventricular fibrillation (vf) zone. The rhythm was converted after four shocks. It was noted that this is a single chamber device. Thus, technical services (ts) is unable to confirm if an atrial arrhythmia was present with certainty. The device remains in use. No additional adverse patient effects were reported.